Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was an allegation of eye irritation, nose irritation, respiratory tract irritation, multiple myeloma and cancer. No additional information can be requested at this time. During evaluation of the device at a third party service center, no visible foam particles was observed. Error codes were detected after downloading device log. No other device problems were found. The device was scrapped.